Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material reported to be clogging the instrument channel identified as a stent. A definitive root cause of the issue could not be determined, however, the issue was likely the result of user handling, as it is probable that the stent was retrieved through instrument channel and became stuck; the type/stent manufacturer could not be determined. The event can be detected by following the instructions for use which state: 3.8 inspection of the endoscopic system inspection of the instrument channel ¿1. Insert the endo therapy accessory through the biopsy valve. Confirm that the endo therapy accessory extends smoothly from the distal end of the endoscope. Also, make sure that no foreign objects come out of the distal end of the endoscope¿. ¿2. Confirm that the endo therapy accessory can be withdrawn smoothly from the biopsy valve¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. And the customer's allegation was confirmed. Additionally, the device evaluation found a pinhole on the channel tube, scratches on the right/left angulation knob, the up/down angulation knob, the up/down lock lever, the right/left lock knob, the scope connector, the switch box, the scope cover, the grip, the control unit, switch 2, and the connecting tube, the adhesive on the protective coating of the bending portion of the device was chipped, and the angulation wires were worn and out of specification. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
An olympus representative reported to olympus on behalf of the customer, the gastrointestinal videoscope had a stent clogged in the force tract. The issue happened at the end of a therapeutic, stent-removal procedure. Which was completed using the same device. The subject device was reportedly, inspected prior to the procedure and no anomalies were observed. There were no reports of patient harm.